Manufacturer narrative:
The technician found the left head brake caster is worn most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventive maintenance on this bed in 2012 and 2014. It is unk if the facility performed any other preventive maintenance on this bed. The technician replaced the left head brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the left head brake caster is not holding in brake mode. The bed is located in maintenance at the facility. There was no pt/user injury reported. (B)(4).